Manufacturer narrative:
(B)(4) - cystitis, (B)(4) - bladder stone - (B)(4)- conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers. Batch agp737, ahb690, ajr360, ajr219, akb833, alb824, alp169, alp261, amb275. In addition, a review of the batch manufacturing records for the possible batch numbers agp737 and amb275 were conducted and these batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cystocele repair procedure on (B)(6)2009. On (B)(6)2009, the patient underwent an obturator sling procedure for urge incontinence. Then, the patient complained of difficulty urinating. The patient was diagnosed with uterine prolapse and underwent a vaginal hysterectomy on (B)(6)2010. Then, the patient complained of pain, cystitis, and urge incontinence. A 41 x 18mm stone formed in the bladder and mesh penetrated bladder wall. On (B)(6)2010, the stone was broken up by lithoclast and the mesh was cut off by transurethral resection in saline (turis). The patient was discharged and is in stable condition. The urge incontinence has improved. The surgeon opines that she may have penetrated the bladder and put the mesh on the bladder by mistake because the dissected vaginal surgical plane was small.